Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2016, rv capture threshold has risen to greater than 2.5 v. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated and fluctuating threshold. The rv lead was explanted. After a new lead was implanted, the implantable pulse generator (ipg) exhibited a loss of capture and the patient went into asystole. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.